Event description:
Related manufacturer reference number:2017865-2024-71103. It was reported that the right ventricular lead exhibited oversensing noise and the implantable cardioverter defibrillator exhibited inappropriate shock. It was noted that noise was oversensed and lead to pacing inhibition and inappropriate therapy. The noise was believed to be due to the old rv pacing lead that was capped. The lead was uncapped and connected to the ICD header. The patient was in stable condition.